Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device"), embedded device ("abnormally embedded essure on left cornual region of uterus/there is a portion of coiled silver metal wire deeply embedded within the tissue of the right cornu."), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, nausea, urinary tract infection, low back pain and sciatica. Concurrent conditions included obesity, leg pain, bacterial vaginosis, dyspareunia, hot flashes, irregular menstruation, menstruation abnormal and bowel motility disorder. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping/severe cramping/ left side where essure migrated"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (B)(6)2016 undergo surgery to remove essure coils,hysterectomy (full), bilateral salpingectomy, hysterectomy (full) on (B)(6)2016. And hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, device dislocation, embedded device, genital haemorrhage, abdominal pain, vulvovaginal pain, migraine, headache and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain lower and weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, embedded device, genital haemorrhage, headache, migraine, pelvic pain, uterine perforation, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight as of (B)(6)2019: 210 lbs. Approximate weight at the time of essure placement 194 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Pathology test - on (B)(6)2016: cervix, uterus, bilateral fallopian tubes: cervix: chronic cervicitis with squamous metaplasia and benign inclusion cysts. Endometrium: low grade chronic endometritis with focal stromal fibrous change. Fallopian tubes: benign paratubal cysts. Gross diagnosis: coiled silver metal wire embedded within the right cornu. Clinical history: complication of device, migration of essure operations & procedures: laparoscopic hysterectomy, bilateral salpingectomy gross description: there is a portion of coiled silver metal wire deeply embedded within the tissue of the right cornu. Also received 2 fimbriated portions of fallopian tubes.. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2019: plaintiff fact sheet and medical record received. Event added: migraines, headaches, migration of essure device, vaginal discharge, perforation (uterus), weight gain. Event abnormally embedded essure on left cornual region of uterus/there is a portion of coiled silver metal wire deeply embedded within the tissue of the right cornu was added from mr. Event left side pain where essure migrated was clubbed with lower abdominal pain. Event outcome was updated for the event: pain, weight gain, abdominal pain lower. Lab data was added. Concomitant and historical conditions were added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device"), endometritis ("endometritis"), embedded device ("abnormally embedded essure on left cornual region of uterus/there is a portion of coiled silver metal wire deeply embedded within the tissue of the right cornu."), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, nausea, urinary tract infection, low back pain and sciatica. Concurrent conditions included obesity, leg pain, bacterial vaginosis, dyspareunia, hot flashes, irregular menstruation, menstruation abnormal and bowel motility disorder. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping/severe cramping/ left side whereessure migrated"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2016 undergo surgery to remove essure coils,hysterectomy (full), bilateral salpingectomy, hysterectomy (full) on (B)(6) 2016. And hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, endometritis, embedded device, genital haemorrhage, abdominal pain, vulvovaginal pain, migraine, headache and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain lower and weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, embedded device, endometritis, genital haemorrhage, headache, migraine, pelvic pain, uterine perforation, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 210 lbs. Approximate weight at the time of essure placement 194 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Pathology test - on (B)(6) 2016: cervix, uterus, bilateral fallopian tubes: cervix: chronic cervicitis with squamous metaplasia and benign inclusion cysts. Endometrium: low grade chronic endometritis with focal stromal fibrous change. Fallopian tubes: benign paratubal cysts. Gross diagnosis: coiled silver metal wire embedded within the right cornu. Clinical history: complication of device, migration of essure operations & procedures: laparoscopic hysterectomy, bilateral salpingectomy gross description: there is a portion of coiled silver metal wire deeply embedded within the tissue of the right cornu. Also received 2 fimbriated portions of fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 21-jan-2019 for the following reason: correction: endometritis event added. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2016 undergo surgery to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device"), endometritis ("endometritis"), embedded device ("abnormally embedded essure on left cornual region of uterus/there is a portion of coiled silver metal wire deeply embedded within the tissue of the right cornu."), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included dysuria, nausea, urinary tract infection, low back pain and sciatica. Concurrent conditions included obesity, leg pain, bacterial vaginosis, dyspareunia, hot flashes, irregular menstruation, menstruation abnormal and bowel motility disorder. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping/severe cramping/ left side where essure migrated"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2016 undergo surgery to remove essure coils,hysterectomy (full), bilateral salpingectomy, hysterectomy (full) on (B)(6) 2016. And hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, endometritis, embedded device, genital haemorrhage, abdominal pain, vulvovaginal pain, migraine, headache and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain lower and weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, embedded device, endometritis, genital haemorrhage, headache, migraine, pelvic pain, uterine perforation, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 210 lbs. Approximate weight at the time of essure placement 194 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Pathology test: on (B)(6) 2016: cervix, uterus, bilateral fallopian tubes: cervix: chronic cervicitis with squamous metaplasia and benign inclusion cysts. Endometrium: low grade chronic endometritis with focal stromal fibrous change. Fallopian tubes: benign paratubal cysts. Gross diagnosis: coiled silver metal wire embedded within the right cornu. Clinical history: complication of device, migration of essure operations & procedures: laparoscopic hysterectomy, bilateral salpingectomy gross description: there is a portion of coiled silver metal wire deeply embedded within the tissue of the right cornu. Also received 2 fimbriated portions of fallopian tubes.. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: plaintiff fact sheet received. Event per pfs: essure confirmation test not done was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery ((B)(6) 2016 undergo surgery to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.